Event description:
Per the info provided to co by the physician's office, the pt has experienced chronic pain and swelling. Under medical supervision, various anti-inflammatory and antibiotic therapies were attempted (see section b-7). The physician has indicated that this was not successful and that removal of the device is being considered.